Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to charge due to the pump "beeping". The contact was unable to provide further details regarding the reported event. The pump was able to be charged successfully at the time of the report. There was no impact to the customer's blood glucose level, as the pump was not being used on the patient at the time of the event.